Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was capped due to an insulation issue. No further information is available at this time.

Event description:
(B)(4) were added in error. The codes that were included, are not associated with the riata lead involved in this event.